Event description:
The facility reported a pump that failed a battery test. It is unk when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.